Event description:
It was reported that after implantation of odyssey intraocular lens (iol), patient complained of no vision improvement. Patient struggled to read street signs and to read on tablet. Iol was explanted in secondary procedure and another lens of same model was implanted. Pre operative best spectacle corrected visual acuity (bscva) was 20/20-1 and post operative bscva was 20/20. No unplanned incision enlargement and unplanned sutures required. No unplanned vitrectomy was required. There was no delay in procedure. No medications were prescribed. Patient was fully recovered. No further infromation was provided.

Manufacturer narrative:
Section e1: reporter: middle name: unknown/ not provided section e1: reporter: address: address - line 2: unknown/ not provided section e1: reporter: city: unknown/ not provided section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.